Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient presented in the hospital. The patient had an infection and the patient's pacemaker, right atrial and right ventricular leads were extracted on (B)(6) 2021. The patient was stable before and after the procedure.